Manufacturer narrative:
As received, a complete lead was returned in one piece. The lead was returned with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination found the inner coil overtorqued at the connector region, consistent with procedural damage. After cleaning, the helix could be retracted and extended. The full helix extension measured within specification. The cause of the reported event of helix would not retract was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported events of decrease r-wave amplitude and increased threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the complete lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
During in-clinic follow-up, r wave amplitude was decreased and the threshold was increased on the right ventricular (rv) lead. X-ray imaging revealed the rv lead was dislodged. The rv lead was attempted to be repositioned; however, the helix could no longer be extended. The rv lead was explanted and replaced. The patient was stable before, during and after procedure.